Event description:
The customer's husband reported the customer did not know if she had the correct type of test strips to use with her blood glucose meter, and as a result, she delayed her treatment and experienced symptoms of vomiting, stomach pain, blurred vision and eye bleeding. It was additionally reported the customer experienced seizure, loss of consciousness and had a food infection. The customer was seen by a doctor and reportedly diagnosed with hyperglycemia. The reported treatment was: antibiotics for the foot infection and other medications (unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The caller wanted to know if the customer had the correct type of test strips (lot # 0920226) to use with the customer's blood glucose meter and customer service informed the test strips were correct. This case does not involve a product malfunction, and no product investigation is necessary. This is the final report.